Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using a test battery and test pads by bench handling, power cycling, and functional stress testing without duplicating the report. The main board was replaced as a precaution. The device was recertified and returned to the customer. Review of the device activity log did observe an error present that led to a reset and causing the device to signal that it was not rescue-ready. Our review of the log showed this error was prompting for 2 years before it was addressed. This report has been attributed to unaddressed advisory message. No trend is associated with reports of this type.